Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin, and the customer expected to observe over 100 units of insulin remaining, instead of the fill estimate display of less than 40 units remaining. The customer's blood glucose level was 147 mg/dl. Review of the pump data logs by tandem technical support showed that the cartridge had been overfilled. During a follow-up call on (B)(6) 2017, the customer loaded a new cartridge successfully and received an accurate fill estimate.